Event description:
The customer contacted baxter's technical service center and reported a programming issue with the homechoice (hc) machine. The home patient (hp) stated that the hc went from eight cycles to nine cycles. The technical service representative (tsr) arranged to swap the hc. Product surveillance contacted the patient on (B)(6) 2010. The patient stated there was no re-programming made to the device. The patient stated that the cycler would change into 9 cycles from 8 cycles, however, this did not occur at every therapy. The patient received a new cycler and is having no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty of 9 cycles instead of 8 was confirmed in the device logs but was not duplicated during evaluation. When the therapy is programmed, the number of cycles estimated is based on: therapy volume - last fill volume - fill 1/tidal fill volume + 1 (tidal). If the number of cycles calculated is not a whole number, the homechoice system will estimate the number of cycles based on the following rule: if the fraction is > .85, it will round up number of cycles. If the fraction is < .85, it will drop the decimal portion of the number of cycles. For this therapy, number of cycles = 8000ml 1100ml / 880ml + 1 = 8.84 cycles (rounds off to 8 cycles). The calculation of the number of remaining cycles is performed prior to every fill cycle. An increase in remaining fluid volume can increase the estimated number of cycles. The device detected additional remaining fluid at the end of drain 6 of 8 and increased the number of cycles from 8 to 9. The cause of the reported difficulty of 9 cycles instead of 8 was determined to be normal device function: therapy was recalculated based on the volume of fluid remaining in order to finish within the programmed parameters. A service history review revealed no previous service events were related to the reported issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.